Event description:
During a ventricular tachycardia ablation procedure, it was reported that the patient's blood pressure dropped at the end of the case. Echo confirmed perforation with tamponade. Pericardiocentesis was performed and 300 cc of fluid was removed. The patient was stabilized and under observation. Multiple attempts have been made to request for additional information however no additional information was provided at this time.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-5830-01; serial #: (B)(4). Stockert 70 system: model #: m-5463-01; serial #: (B)(4). Cool flow pump: model #: m-5491-02; serial #: (B)(4). (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).